Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed in non-sustained oversensing episodes during follow-up. Programming changes were made. The patient was in good condition.